Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and was fully recaptured. The physician then noticed that the soft tip of the wds was damaged making it difficult to recapture the device. The wds was successfully recaptured, removed and the procedure was completed with a new wds. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and was fully recaptured. The physician then noticed that the soft tip of the wds was damaged making it difficult to recapture the device. The wds was successfully recaptured, removed and the procedure was completed with a new wds. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system (wds) with the implant in the sheath was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Microscopic examination found the tip damaged as the tri-cuts were flared, and abrasions were within the sheath tip. The observed tip damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis could not confirm the reported event of difficult to recapture as clinical circumstances could not be replicated; however, the observed damage likely contributed. Product analysis confirmed the reported damage as the device was damaged. The observed damage was attributed to procedural factors as the most likely cause is due to the forces that are put upon the device during insertion, advancing, and manipulation.